Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of no image is traced to component failure. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of breakage of the extremities occurred. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the image was not displayed due to damage on charged couple device unit was found. There was no patient involvement.